Event description:
The caller stated that she had a new unopened carton of test strips that had test strips falling out of the carton. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips will be sent.